Event description:
It was reported that the xience xpedition was deployed in the moderately calcified, mildly tortuous, mid right coronary artery (rca) at 17 atmospheres for 13 seconds without issue. The physician commented that the deliverability was very good; however, there was some resistance encountered during removal of the stent delivery system (sds) after deployment. The sds was only inflated one time. The stent appeared well apposed and the physician was satisfied with the results. After deployment, negative pressure was applied, followed by neutral, then back to negative pressure. The physician waited approximately ten to twelve seconds for the sds to deflate prior to his withdrawal of the device from the anatomy. The physician's words were, 'the guide sucked in.' The sds balloon appeared winged. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported winged balloon was confirmed as the balloon was returned flat. The reported resistance during withdrawal from the guiding catheter was not confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.